Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced multiple untreated episodes due to oversensing of noisy signals. This electrode was optimized after the s-ICD was replaced with a new s-ICD. This electrode remains in service. No adverse patient effects were reported. Additional information was received that noise was present again resulting in oversensing and one inappropriate shock to this patient. This patient was brought into the office in an attempt to recreate the noise in secondary vector and not much could be. Primary vector exhibited noise. Secondary vector was then programmed, and x ray imaging was ordered. Technical services (ts) discussed possible causes of the noise including under insertion of the electrode, fracture or loose set screw however nothing has been confirmed at this time. This electrode remains in service.

Manufacturer narrative:
A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced multiple untreated episodes due to oversensing of noisy signals. This electrode was optimized after the s-ICD was replaced with a new s-ICD. This electrode remains in service. No adverse patient effects were reported. Additional information was received that noise was present again resulting in oversensing and one inappropriate shock to this patient. This patient was brought into the office in an attempt to recreate the noise in secondary vector and not much could be. Primary vector exhibited noise. Secondary vector was then programmed, and x ray imaging was ordered. Technical services (ts) discussed possible causes of the noise including under insertion of the electrode, fracture or loose set screw however nothing has been confirmed at this time. This electrode remains in service.